Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation on 22-jan-2026. Therefore, section d9 has been populated. It was reported that a patient underwent an atrial fibrillation afib ¿ paroxysmal ablation procedure with a thermocool smarttouch and the tip or splines of the catheter was found bent (no exposed wires). Device investigation details: a visual inspection evaluation of the returned device was performed following johnson & johnson medtech procedures. Visual analysis revealed reddish material, presumably blood, in the pebax section. Further investigation revealed a hole in the surface of the pebax. No other damage or anomalies were observed in the device. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The pebax issue reported by the customer was confirmed. The potential cause of the open circuit could not be determined and the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contains the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s078. E1. Initial reporter phone: (B)(6). A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, the pebax of the catheter was observed broken/cracked; however, no foreign material was observed inside it. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis, and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation afib ¿ paroxysmal ablation procedure with a thermocool smarttouch and the tip or splines of the catheter was found bent (no exposed wires). A second device was used to complete the operation. There was no adverse event reported on the patient. Device was not used in patient.